Event description:
Info received indicates the ground loss light is flashing on the footboard.

Manufacturer narrative:
The technician found the ground pin was broken from the power cord and he replaced the power cord plug to repair the bed.